Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead were explanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead found to have returned severed approximately 78 millimeters from the lead's terminal pin; only the proximal segment was received. Visual inspection noted a setscrew mark on the terminal pin. There was blood/body fluid in the terminal pin opening and within the lead's lumen. Resistance testing was completed on the segment to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory analysis was unable to perform a full analysis as the complete lead was not returned; however, the analysis on the returned segment did not identify any anomalies or characteristics that indicate a potential product performance issue.